Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 470 mg/dl. Customer¿s current blood glucose level was 417 mg/dl. Customer was treated with manual injection. Customer stated that there was no air bubble or leak. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to rewind insulin pump. Insulin pump passed self test. Insulin pump had insulin flow block alarm. Customer did not allege insulin pump for under delivering. The insulin pump will not be return for analysis.